Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. The smart control IFU states, "slack removal. Advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands ("pin and pull" method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop." Review of the information suggests that vessel and lesion as well as procedural issues may have contributed to the reported events.

Event description:
The target lesion was iliac. The patient was male but age was unknown. Heavy calcification and no vessel tortuosity, the rate of stenosis was 99%. Contralateral approach was made from the femoral. Pre-dilatation was conducted with 5mmx4cm synergy (bsj). Friction/resistance occurred while delivering smart control (complaint product) over 0.035 radifocus guidewire (terumo). The distal end of outer sheath was observed curled up and the stent was prematurely deployed under fluoroscopy. The device was removed from the patient. Other new product (same size, other details unk) was used and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. No product return.